Manufacturer narrative:
Exact date unknown, event occurred a few years ago.

Event description:
It was reported that the patients spinal cord stimulator was non-functional. The patient underwent an explant procedure. Explanted device will not be returned.